Manufacturer narrative:
The device was not returned to mmdg for evaluation, so an investigation could not be performed. A DHR review was completed and found no non-conformance's during the original build. Because mmdg could not complete an investigation the complaint could not be confirmed. This report will be updated if the device is returned to mmdg and more information is received.

Event description:
The initial reporter states that the pump was not alarming for upstream occlusion. They also stated that this occurred during testing and therefore did not have any patient involvement. ((B)(4)).

Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances during the original build. During the investigation the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on the investigation results, no MDR was required.

Event description:
The initial reporter states that the pump was not alarming for upstream occlusion. They also stated that this occurred during testing and therefore did not have any patient involvement. (B)(4).